Event description:
Info received from affiliate. An ophthalmologist reported a pt developed two superior, paracentral, contiguous ulcers, os, while wearing acuvue oasys contact lenses. The ophthalmologist reported, the pt presented with a painful, red, left eye. The pt's visual acuity was 20/20. The slit lamp exam showed the 2 corneal ulcers with no corneal edema and no inflammation in the anterior chamber. The pt was treated with cyloxan. The cornea was not cultured, but the lens cases had been sent for culture. The ophthalmologist reported the pt was compliant with wear schedule and replacement schedule. The pt's multipurpose solution, irisa, was expired. The ecp also reported inferior punctate keratitis ou, suspected to be related to eye dryness or lens solution issue. The pt's last exam occurred in 2008 and revealed no fluorescent staining, and 20/20 visual acuity. Add'l info and product have been requested from the ecp and the pt. No additional info is available at this time. Any add'l info will be reported within 30 days of receipt. MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.